Event description:
It was reported that the ventilator failed the internal leakage sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The expiratory pressure transducer printed circuit board (pcb) was replaced and returned for investigation. This board contains electronics for pressure measurement in the expiratory section of the device. The reported internal leakage test failure was confirmed in received device logs. The logs show that the pressure transducer test also failed due to a drifting gain value (>8% from factory default) for the expiratory pressure transducer. During testing of the returned pcb in a reference ventilator, pre-use checks tests failed during the internal leakage sub-test and the pressure transducer sub-test in the same way as reported and observed in received logs. During ventilation tests, the measured peep (positive end expiratory pressure) was higher than the set peep. Alarms in this case were not generated due to the set alarm limit. The observed failures were caused by a faulty pressure sensor. Once the pressure sensor was replaced, performed pre-use check passed without deviation and no deviations were noticed during several days of ventilation. The cause to the pressure sensor's failure has not been determined.

Event description:
(B)(4).